Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿long-term outcomes of endoscopic papillary large-balloon dilation for common bile duct stones¿. The literature reported the result of 98 cases of the endoscopic papillary large balloon dilation (eplbd) procedure for patients with common bile duct stones (cbd) using olympus videoscope model jf-260v or tjf-260v or gif-xk240 or sif-q260 and 5.5-fr cannula and stonemaster v from october 2011 to december 2015. In the subject cases, 1 case of perforation, 3 cases of acute cholangitis and 5 cases of acute cholecystitis occurred. Perforation occurred in the procedure using gif-xk240 or sif-q260. Based on the available information, a direct relationship between the olympus products and the observed adverse events could not be determined. Therefore, omsc will submit 6 medical device reports (MDR) depending on the type of device and type of adverse events. This report is 6 of 6 reports for acute cholecystitis at stonemaster v.